Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a thoracotomy procedure the surgeon fired across the artery for the ninth firing with a white reload. When the surgeon went to open the device it would not open. The tissue of the artery fell away from the jaws of the device due to it was smaller than the length of the device. The device fully cut and stapled the artery; the device did not stick on the tissue. This was the last firing of the device and the case was completed at that point. The device was in a 45 degree angle to the left when fired. The device is being returned for analysis in the closed position. There was no patient consequence reported. (B) (6).

Event description:
Reporter alleged that she couldn't test the customer on the aviva system because of an error message she was obtaining after pre-dosing the strip. Reporter stated that she took the customer to the hospital, they obtained a 53 mg/dl result on the professional system, and gave him crackers, milk, and an IV. Reporter stated that they ordered him breakfast and that he was admitted overnight. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.